Event description:
It was reported that the home choice cassette leaked. It was further described as "there was liquid coming out from the cassette door" and "the leak came from the patient line". This occurred during set up of the device for peritoneal dialysis (pd) therapy. The patient was not connected during the time of the event. Renal therapy services assisted the patient to end the therapy session and start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.